Event description:
I had just bought the count-a-dose from prodigy diabetes care to measure my insulin, my wife noticed that it was pulling more insulin than it said on the syringe I was trying to pull 35 units I was using a prodigy syringe like the box said but when I called into customer service to find out why this issue was happening, they said I had to use a bd syringe. When I explained that the instructions said a prodigy syringe was okay, they said they changed it because the prodigy syringe did not work with the count-a-dose. I am very insulin dependent and sensitive to minor changes in insulin and this could have led to something serious. If they change the syringe that is used, they should let everyone know about this change. Dates of use: (B)(6) 2011.